Manufacturer narrative:
Section d10: corrected information. Only a section of the perc lead was returned. Manufacturer's investigation conclusion: incidental findings: superficial damage to the outer silicone sleeve was confirmed beneath the rescue tape repairs. The evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the reported low speed events captured on day 17 in the submitted system controller log file. Moreover, the evaluation of the returned portion of the driveline confirmed superficial damage to the outer silicone sleeve. In addition, review of the submitted log file identified a pump stoppage due to a total loss of power to the system controller. The submitted epc log file was dated (B)(6) 2020 and began at timestamp day 543, hour 6, minute 56. The line of data directly following timestamp day 547, hour 6, minute 49 captured low speed advisory/hazard and low flow hazard alarms with pump speed, power, and estimated flow values recorded at 0. This line of data showed that a timestamp reset to day 0, hour 0, minute 0 occurred, indicating a complete loss of power to the system controller. The evaluation of the log file could not determine how long the system was without power. Following the pump stoppage and restoration of power to the system, the pump immediately ramped back up to the fixed speed and operated normally with baseline parameters until day 17, hour 23, minute 48-49 when several low speed events occurred with speeds reducing as low as 2820 rpm (5180 rpm below the low speed limit), resulting in low speed advisory/hazard and low flow hazard alarms. The low speed events were also associated with elevations in pump power and average pi up to 10.9 watts and 12.1, respectively. The low speed events occurred while the system was connected to the power module and appeared consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2020 under work order (B)(4) and approximately 22 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the driveline segment in its returned condition revealed that the brown wire was open circuit. The other five wires were found to be electrically intact, even with manipulation of the driveline segment. The rescue tape repairs were removed from the exterior of the driveline and small superficial tears were identified in the outer silicone sleeve. Upon removal of the outer silicone sleeve, no damage was noted to the underlying clear bionate layer. An area of severe breakdown of the metal braided shield was observed at the terminus of the distal end bend relief. A complete fracture of the brown wire could be visualized through the clear bionate in this location. Removal of the clear bionate layer confirmed that the insulation and inner metal conductors of the brown wire were completely fractured adjacent to the terminus of the distal end bend relief (approximately 2.25 inches from the metal connector). In addition, a breach in the insulation of the orange wire was identified in this location, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline at the terminus of the distal end bend relief. Microscopic inspection and hipot testing of the remainder of the returned driveline segment revealed no additional areas of wire damage. If the exposed conductors of either of the compromised wires made contact with the braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed events captured on day 17 in the submitted system controller log file. An interruption in pump function could have also potentially been caused by a phase-to-phase short, which would occur if the exposed conductors of the two compromised wires made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or battery power. The heartmate ii lvas patient handbook addresses exchanging power sources, outlines all system controller alarms as well as the proper actions associated with them, and contains an emergency response checklist. In addition, both the patient handbook and IFU state that at least one system controller power lead must be connected to a power source at all times and if both power leads are disconnected at the same time, the pump will stop. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-01664.

Manufacturer narrative:
Clamshell repair is reported under MFR# 2916596-2020-01523. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had pump alarms. The device showed low speed warnings on (B)(6) 2020 and (B)(6) 2020. Patient had clamshell repair in the past. There was also damage to the external driveline. Patient had no weight gain noted, and was on an epc controller due to clam shell repair. The patient was placed on an ungrounded cable. The phase interrupter indicated a broken brown wire within the percutaneous lead. The percutaneous lead replacement was performed on (B)(6) 2020 and approximately 6 inches from the exit site, including 4 inches of exposed velour. No issues were noted after the patient was back on the grounded patient cable. Patient had no other symptoms and was discharged home on (B)(6) 2020. Patient will remain on an underground cable as a precaution and come to clinic for routine downloads and vad interrogations.